Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported poor image resolution was due to an older device being used. The unchanged mitral regurgitation (mr) appears to be related to the slda. Unchanged mr is listed in the instructions for use (IFU) as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. A posterior prolapse was present and imaging was difficult. An xt clip was inserted and deployed on the leaflets without issues. However, mr did not reduce. An nt clip was inserted and advanced into the left ventricle (lv). While in the lv, it was observed the xt clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). It was noted the nt clip did not come in contact with the xt clip. The nt clip was removed and an xtw clip was inserted and deployed to stabilize the slda. However, mr was unable to be reduced and remained at a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.